Event description:
It was reported the patient¿s ipg was superficial and giving excessive pain located at the ipg site. As a result, the ipg was explanted and replaced. The new ipg was placed deeper in the ipg pocket site.

Event description:
Follow-up information provided the patient¿s pain has been resolved. The patient has therapy.